Manufacturer narrative:
Nakanishi did not receive any information about patient. Nakanishi is scheduled to visit the dentist to obtain the information.

Event description:
Nakanishi received two nsk x55 handpieces returned from a distributor for repair. After the repair was completed on june 15, 2017, nakanishi made a phone call to the distributor to send the handpieces back to the distributor. During the telephone conversation, nakanishi was made aware of the handpiece overheating. According to the distributor, one of the x55 handpieces (serial no. (B)(4)) overheated and caused the following event, but the dentist could not identify which devices actually did. The details of the event are; - the event occurred on (B)(6) 2017. - the dentist was performing a dental procedure with the x55 handpiece. - during the procedure, the handpiece overheated and burned a patient. Nakanishi is submitting two separate mdrs for this event. This MDR is regarding the handpiece with the serial number (B)(4).

Manufacturer narrative:
Nakanishi tried to make an appointment with the dentist to obtain information about the patient, but the dentist refused to meet us. Nakanishi will continue to contact the dentist to schedule a visit with the dentist. Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the temperature of the operating device [c170615-05]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject x55 device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (10,000 min-1 for the handpiece), with water spray, and measured the exothermic response. \nakanishi measured the temperature rise of the returned handpiece set at 10,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed rises in temperature at the testing points, however, the temperatures were not high enough to cause a burn injury. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi did not observe any abnormalities. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Conclusions reached based on the investigation and analysis results: nakanishi could not identify the cause of overheating of the returned device because nakanishi was not able to replicate the temperature rise at the time of the event and did not observe any abnormalities in the visual inspection. Nakanishi will ask the dentist about the device usage status/environment at the time of the event in the next visit and will draw conclusions from the information the dentist will provide.

Manufacturer narrative:
On (B)(6) 2017, nakanishi visited the dentist asked about the device usage at the time of the event. According to the dentist, the dental procedure the dentist was performing with the subject device was disking, for which the device is not intended to use. The intended to use of the device is interdentium polishing. Conclusions: nakanishi identified the cause of the reported overheating was the dentist used the device for the different purpose from the one the device was intended for. Misuse of the device by the operator contributes to the event. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of using the device in accordance with instructions in the operation manual. The dentist refused to provide the patient information in the visit on (B)(6) 2017.